Event description:
The patient contacted animas on (B)(6) 2012 reporting that for the past two weeks the pump has been rebooting itself. The patient did not change the battery cap in the past seven to twelve months but did not notice any damage to the battery compartment or cap. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the date of the event was not available in the pump¿s history. A review of the pump history showed no evidence of reboots. No damage was found to the battery compartment. The battery cap was able to be fully tightened on. During testing, the pump powered on normally. The pump was exercised for 24 hours and no power issues or alarms occurred. The pump cover was removed and no damage was found to the power circuit.